Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) after wearing the device for three days. Upon removal of the device, a large abscess observed at the infusion site. Symptoms reported include chills, itching, fever, pain, redness, swelling, purulent discharge and unable to walk. The patient presented to the emergency room on (B)(6) 2026, where they were diagnosed with cellulitis. The patient was prescribed a 10-day course of antibiotic treatment and an ultrasound was ordered. A new pod was subsequently applied.